Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated and a follow-up report submitted.

Manufacturer narrative:
Upon return, visual inspection of the returned teligen device confirmed the reports of arc marks on the exterior of the device case. An x-ray of the device was performed, revealing the plasma fuse was damaged, consistent with excessive electrical energy. The damaged plasma fuse prevented the capacitors from charging within 45 seconds. Analysis concluded the chronic rv lead most likely shorted to the device case, damaging the plasma fuse, and leading to the reported clinical observations.

Event description:
Boston scientific received information that during implant proceedings, this device failed to convert an induced vf rhythm during dft testing; external shocking required. Additionally, it was noted that during the devices shocking attempts, an abnormal noise had been emitted and a less than 20 ohms fault code displayed. The chronic right ventricular (rv) lead was then reconnected with the device and normal values observed. A capacitor reformation was performed, displaying a 45 second charge time out and end of life (eol) indicator. Visual inspection noted melted insulation damage on the chronic leads and a notable hole on the base side of the device case. As a result, the chronic rv lead and the attempted implant device were removed from the procedure and replaced with competitor products. The right atrial lead remained implanted and in service with the new system and both explanted products are intended to be returned for a post market evaluation. Subsequent information states that the physician reportedly induced lead insulation damage via electrocautery use during the procedure. Boston scientific's internal technical services communicated that this could have caused or contributed to the reported clinical observations. Following return, analysis of both returned products will assist with root cause findings.